Manufacturer narrative:
The explanted implants were examined. The head and neck were aligned properly. There as damage in the locking regions of the neck and stem, which can be created when the neck is not fully seated on the stem and locking is attempted. Additional mdrs associated with this event: 3025141-2017-00154: stem, 3025141-2017-00156: neck.

Event description:
An arh slide-loc radial head was implanted on (B)(6) 2017. At some point postop, the head/neck assembly dissociated from the stem. On (B)(6) 2017, the implants were explanted.